Event description:
The customer contacted heartsine to report that their device had no status indicator and could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. However, it was reported that the same device later performed to specification. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Th customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device had no status indicator and could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. However, it was reported that the same device later performed to specification. The patient involved in the reported event is deceased.